Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The complaint was confirmed. The unit roller assembly was damaged from saline, which made the rollers stiff. The roller assembly was replaced. The most probable root cause for this complaint is wear and tear.

Event description:
It was reported to boston scientific corporation that a hydrothermablation console unit was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the roller does not spin, which causes friction on the tubing and eventually "wears/burns" a hole in the tubing. Consequently, fluid loss occurs. The temperature of the fluid and the stage of the procedure when the problem occurred are unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is unknown.

Event description:
It was reported to boston scientific corporation that a hydrothermablation console unit was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the roller does not spin, which causes friction on the tubing and eventually "wears/burns" a hole in the tubing. Consequently, fluid loss occurs. The temperature of the fluid and the stage of the procedure when the problem occurred are unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is unknown.

Manufacturer narrative:
(B)(4): the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.